Event description:
The patient never experienced therapeutic effect. The pump was replaced. There was not patient injury. The pump was used to deliver compounded baclofen. Additional info has been requested from the health care professional, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.